Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event swelling (pt: injection site swelling), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number b00020690, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted related to this lot.

Event description:
This MDR is related to MDR 3013840437-2024-00035, referring to the same patient. This spontaneous report was received from a canadian physician and concerns a 60-year-old female patient. She was injected with a total of 0.5 ml of belotero balance lidocaine into the lips, on (B)(6) 2024. Batch number was reported as b00020690 (expiry date: 12/2024). A lot search in the global safety database was conducted. A needle technique was used. Before the injection anesthetic emla cream was applied. On (B)(6) 2024, rapidly after the treatment with belotero balance lidocaine, the patient experienced excessive swelling. There was a discussion on possibilities for patient having this excessive swelling. The physician injected hyaluronidase to melt belotero balance lidocaine and gave anti-histaminic to the patient. After couple of minutes, she said she was having difficulty to breath. The physician gave her epi-pen and called the emergency room. The patient went to hospital at emergency and was under supervision for 24 hours. On (B)(6) 2024, she received claritin, epi-pen, dexamethasone intravenous upon arrival at the emergency and was discharged from the emergency department at midnight. She was doing fine. On (B)(6) 2024, she was doing better. Due to the provided information, the outcome of the events was considered as resolving. Follow-up information was received on 14-mar-2024: the patient was injected with belotero balance lidocaine, for contouring. The batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00020690 (expiry date: 12/2024). Bd syringes were used. The patient was previously injected with intense and radiesse and had no complications. The patients medical history included sarrazin allergy. The patient had no concomitant medication. A final diagnosis was not made. She was waiting for an allergy consultation. On (B)(6) 2024, the patient was fine. Due to the provided information, the outcome of the events was considered as resolved on 08-mar-2024 (changed from resolving). In the opinion of the reporter, it was unknown whether the events were related to belotero balance lidocaine (changed from reasonable possibility).